Event description:
It was reported that the patient presented remotely. Review of the transmission revealed far field r-wave oversensing that led to inappropriate mode switch episodes on the implantable cardioverter defibrillator. Programming changes were discussed, but no changes were reported. There were no patient consequences.